Manufacturer narrative:
Investigation conclusion: the customers experience of a nurse feeling a ¿zap¿ while loading an IV set into a pump module was not reproduced during the investigation. No errors or malfunctions were recorded on the pcu device or pump module logs on the reported incident date. On 29sep2020 at 2:26 am the source pump module was programmed and started as cefazolin (drug ID 82), drug amount 2gram, diluent volume 100ml, concentration 0.02gram/ml, rate 200ml/hr, vtbi 100ml the infusion continued until it was paused at 2:50 am and was powered off one minute later. Pvi at the time 80.2ml. Functional testing and electrical safety testing observed no anomalies with the system. Inspection observed no anomalies with the returned devices. Device inspection: the pump module (B)(6) was received with instrument seal intact. Both iuis were observed to be in good condition. External and internal inspection observed no anomalies with any of the electrical or mechanical components. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s complaint that a nurse felt a ¿zap¿ while loading an IV set into pump module was not determined in this investigation. Device history review: a review of the device history record showed the device had a manufacture date of 06may2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that a nurse felt a "zap" while loading an IV set into a large volume pump (lvp - 8100.) Per the reporter, the nurse felt a "zap" to the left wrist while closing the lvp door. The nurse did not experience any mark to the area or symptoms after the "zap." The event was reported internally within the facility. It was reported that the nurse declined being triaged and assessed after the event. There was no user harm, nor care required. There was no patient harm.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that a nurse felt a "zap" while loading an IV set into a large volume pump (lvp - 8100.) Per the reporter, the nurse felt a "zap" to the left wrist while closing the lvp door. The nurse did not experience any mark to the area or symptoms after the "zap." The event was reported internally within the facility. It was reported that the nurse declined being triaged and assessed after the event. There was no user harm, nor care required. There was no patient harm.